Event description:
Patient states one touch ultra test strips have always readily absorbed blood and now takes long time to draw blood onto strip. Patient is concerned there may be something wrong with strips he is using. Dose, frequency and route used: test blood sugar twice a day.